Event description:
It was reported that the right ventricular (rv) lead had high thresholds and oversensing due to a potential lead failure. During the procedure the replaced the lead the patient¿s health deteriorated and the patient expired. It was also reported that the patient had ventricular fibrillation then asystole. The cause of death was reported as cardio-pulmonary arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407658 implanted: (B)(6) 2013; product ID sedr01 implanted (B)(6) 2013. (B)(4).